Event description:
It has been reported to philips that during a planned cardiac catheterization procedure, the system failed and displayed a warning message "warning detector too hot, abort examination". The procedure could not be continued and was completed at a later time. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint and, according to the additional information collected, the system malfunctioned during a planned/non-emergency procedure. The procedure was completed using another system. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. Analysis of log file revealed ¿fd controller: detector temperature is too high¿ indicating the reported malfunction. The rse worked with customer to identify that the cooling unit of the flat detector had no flow, suspecting it was defective. A philips field service engineer (fse) examined the system on-site and, replaced the cooling unit of the flat detector and cooling hoses to resolve the issue. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.